Event description:
The customer reported that their device had powered itself off and on. Upon evaluation of the device, physio-control observed a critical event code in the device memory which could cause the power cycling or lockup of the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.